Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Most likely underlying root cause is improper storage of test strips: strips left outside of vial for an extended period of time.

Event description:
Consumer reported complaint for high blood glucose and control test results. The customer's expected fasting blood glucose test result range is 80-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification. The test strip lot manufacturer's expiration date is 1/22/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). In addition, after testing the control solution, the control solution tested well above its range for level one. Control test performed during call on (B)(6) 2016 produced result of 118 mg/dl. Control test not within acceptable range of 27-57mg/dl. Control level one lot # 6bc1b03 manufacturer's expiration date is 6/30/2018 and open date is (B)(6) 2016.